Event description:
It was reported that during a pancreatic abscess drainage procedure the catheter disintegrated. The details of the lesion are unknown. The apd/12 flexima regular drainage catheter had disintegrated into pieces during the procedure. The pieces were removed by hand. The procedure was completed with a non bsc drainage catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).